Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4)

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that acquired images during a patient procedure exhibited ring artifacts. A trained professional recognized the ring artifact and determined the images could not be used for interpretation. Therefore, a rescan was performed on a different CT system. A philips field service engineer (fse) went onsite to evaluate the system. The fse evaluated the system and determined a detector module had failed (addressed in this (B)(4)) and also found a crack in the filter of the compensator (addressed in (B)(4)). The fse replaced the failed detector to resolve the artifact issue. This report was initially submitted regarding a cracked compensator in the a-plane collimator, however, the crack in the compensator of the a-plane collimator was confirmed and addressed in (B)(4). The system is in clinical use. This issue was determined not to be a reportable event.